Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "during pump training, set had secondary k zero y that fell off/disconnected from the cassette resulting in a leak. A preliminary review of the logs identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.